Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had exposed to fluid an therefor fluid under the lcd. There was big yellow circle on the screen. Pump does not go on anymore. Customer's blood glucose value was 280 mg/dl at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.